Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24 (this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported critical pump error 24. Error table indicated that pump should be replaced due to recurrence of error or pump failed selftest. . No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unable to perform the active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to re-occurring critical pump error (open book image) and pump error 24. Unit passed the self test. Unit was successfully download using thus for history files and trace files. Pump error 24 occurred on (B)(6) 2024 22:43 -- 23:32 & (B)(6) 2024 10:04 in history file. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. P-cap was attached and locked into place properly. Pump error 24 is confirmed due to being found in history file and due to hardware anomaly and isolated to electronic stack. Critical pump error is confirmed due to pump error 24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.